Event description:
It has been reported, to philips that there was generator error. And cooling unit was leaking, due to which work was not possible. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the generator error. Upon inspection, fse determined that the cooling unit was faulty. The fse replaced the cooling unit. After replacement of the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.